Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states: "early or late postoperative infection and allergic reaction." Number 6 states: "inadequate range of motion due to improper selection or positioning of components." Number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05940 / 05941).

Event description:
It was reported that patient underwent a comprehensive shoulder arthroplasty on (B)(6)2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a joint infection, pain, lack of mobility, and a loose glenoid component. The humeral head and taper adapter were removed and replaced.